Event description:
Customer reported infusion set started leaking at the juncture that goes into the pump. Medication infusion was normal saline. There ws no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been rec'd but it has not been evaluated yet. A f/u report will be submitted with failure investigation results once it has been completed.